Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak which was situated 3mm distal to the distal edge of the proximal markerband. A visual and microscopic examination of the tip, balloon material, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were intact and fully bonded to the balloon surface. Multiple kinks were observed along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during device analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.